Event description:
It was reported that during the implant attempt, the first lead was unable to be implanted due to patient anatomy, and was potentially damaged due to the attempts. Another lead of the same model was attempted, with similar results. The leads were not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.